Event description:
It was reported that the pt experienced a jolting sensation when trying to recharge using a recharger that had been dropped/crushed/wet. The recharger also quit working with the jolt. The recharger indicated the battery was full, the pt programmer indicated the battery was low. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).